Event description:
It was reported that medication leaked out during a pump refill that occurred approximately 6 months prior to the report. The event resulted in a rash and itching. The device system delivered morphine and bupivacaine. It was later reported that the patient had 2 pocket fills at refill appointments and it was decided to replace the pump (please refer to manufacturer report # 3004209178-2013-23596 regarding 2nd pocket fill occurrence). The managing physician suspected a device issue in lieu of the 2 consecutive pocket fills and did not suspect a fill error. The pump was replaced on (B)(6) 2014. The patient was currently seeking a new managing physician for the pump. The patient recovered without sequelae.

Event description:
Additional information received reported that the patient received assistance form their healthcare provider (hcp) or manufacturer's representative and the patient's concerns were resolved.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient got very drowsy after benadryl given the last time the drug extravasated. Device analysis no longer applies to this event, see 2nd pocket fill (mfg report number 3004209178-2013-23596) for device analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).